Event description:
It was reported by the patient's sister that the patient was hospitalized for twelve days post-implant and then transferred to a nursing home. Per the sister, one of the leads was bouncing over the diaphragm; the physician unplugged the device for four hours and it had worked well since. Follow-up information was received from the clinic indicating that the patient had experienced diaphragmatic stimulation after implant. The left ventricular (lv) lead outputs were decreased. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)